Event description:
This was a spontaneous report from a consumer (wife) concerning her husband, a (B)(6) old male pt from the united states: (B)(4). The pt's height and weight were unspecified. The pt had no relevant medical history. The pt was treated with precise pain relieving heat patch once on (B)(6) 2011 for the first time for shoulder pain. Non-company co-suspects included: aleve (naproxen sodium) (unspecified, unspecified), two dosages 30 minutes prior to the application of the patch for an unspecified indication. There were no relevant concomitant medications. On (B)(6) 2011, the pt removed the patch two to three hours after it was applied to the shoulder. After the patch was removed, the pt broke out in welts all over his face and shoulders. He also had blisters on each eyelid and shoulders. The wife reported that the pt "looked like he walked into a beehive". Starting at the top of his shoulders going all the way down to his waist, mainly concentrated on his upper torso and back, he had welts and blisters. On the front of his torso, from his shoulder to his stomach, he was heavily coated with welts and blisters. The pt treated the events by taking two of an unspecified benadryl product. The pt did not consult an hcp for the welts and blisters. The action taken with precise pain relieving heat patch was discontinued on (B)(6) 2011. At the time of the reporting, the outcome of the events was not recovered. This report was serious "medically significant."